Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included parity 1 (B)(6) 2013) on (B)(6) 2013, multigravida, miscarriage and pregnancy with contraceptive device. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced feeling abnormal ("psychological or psychiatric problems condition: (symptoms of being pregnant. Not pregnant)"). In 2016, the patient experienced pelvic pain ("pain / pelvic pain female"), uterine pain ("uterus area"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)", vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("hormonal changes describe: mood swings"), amnesia ("hormonal changes describe: memory loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder or urinary problems or changes:bladder disorder nos"), urinary tract disorder ("bladder or urinary problems or changes:urinary tract disorder"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced back pain ("back pain") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, uterine pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, mood swings, amnesia, urinary tract infection, feeling abnormal, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, vaginal discharge, fatigue, weight decreased, back pain and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, amnesia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, feeling abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: the patient did not claim that essure worsened a previously existing injury/condition. She did not allege that essure caused birth defects. Patient is currently planning for essure removal. Current weight 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Pregnancy test: on an unknown date: pregnancy positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : new events back pain, psych injury were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included parity 1 ((B)(6) 2013) on (B)(6) 2013, multigravida, miscarriage and pregnancy with contraceptive device. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced feeling abnormal ("psychological or psychiatric problems condition: (symptoms of being pregnant. Not pregnant)"). In 2016, the patient experienced pelvic pain ("pain / pelvic pain female"), uterine pain ("uterus area"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("hormonal changes describe: mood swings"), amnesia ("hormonal changes describe:memory loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder or urinary problems or changes: bladder disorder nos"), urinary tract disorder ("bladder or urinary problems or changes: urinary tract disorder"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced tooth disorder ("dental problems"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, uterine pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, mood swings, amnesia, urinary tract infection, feeling abnormal, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, vaginal discharge, fatigue and weight decreased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, amnesia, bladder disorder, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, feeling abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: the patient did not claim that essure worsened a previously existing injury/condition. She did not allege that essure caused birth defects. Patient is currently planning for essure removal. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(4). Pregnancy test - on an unknown date: pregnancy positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs received : previously reported event ¿injury¿ updated to pelvic pain. New events were added - pregnancy (ectopic), pelvic pain, uterine pain, abdominal pain, hormonal changes describe: mood swings, memory loss, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, psychological or psychiatric problems condition: (symptoms of being pregnant. Not pregnant): bladder disorder, urinary tract disorder, migraines / headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight loss, device ineffective and patient did not undergo essure confirmation test. Reporter, medical history were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.